Event description:
Clinical rationale: an impella¿5.5 device was inserted in a 40-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s comorbidities were unknown. Upon initiation of support, placement signal (ps) and left-ventricular (lv) waveforms were not present. The console subsequently displayed a controller-error alarm. The automated impella controller (aic) was exchanged, after which the impella functioned normally without further issues. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This is one of four related reports. This report represents the impella 5.5. Other reports were submitted to represent the purge cassette, automated impella controller and impella cp. This patient remains on support and therefore, the pump and data logs can not be returned at this time. The patient's outcome can not be updated also at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the false alarm cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
D6a. Implantation day, month and year.

Manufacturer narrative:
H6 medical device problem code. Corrected ps issue to false alarm as there were positioning alarms but positioning was confirmed.